Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, the patient presented with posterior urethral calculi causing painful dysuria. A sterile urinary foley catheter was inserted to relieve urinary symptoms. During catheterization, the nurse encountered difficulty due to a blocked catheter balloon, preventing saline infusion. The issue was resolved by replacing the catheter.

Event description:
It was reported that, the patient presented with posterior urethral calculi causing painful dysuria. A sterile urinary foley catheter was inserted to relieve urinary symptoms. During catheterization, the nurse encountered difficulty due to a blocked catheter balloon, preventing saline infusion. The issue was resolved by replacing the catheter

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: salt accumulation)/block drainage lumen/no drainage eye.) The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this tim. Correction: d. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.